Event description:
Ciba vision has changed their soft contact lenses air optix which are breathable contact lenses that can be worn continuously night and day for 30 days. I have been wearing these lenses for many years. They just recently changed the lenses by dyeing them blue and storing them in a different solution and etching a logo or something on them. I have tried wearing 3 different pairs of these lenses and every time I have a horrible allergic reaction. My eyes swell almost immediately. My eyes tear up and begin secreting a thick, sticky fluid that spills out onto my eyelashes and around the tender skin. If I wear them over night I wake up with my eyes sealed shut from the discharge, and my eyelids are swollen and sore. Frequency: 24 hours per day. Dates of use: 2009. Diagnosis or reason for use: vision correction. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.